Event description:
Siemens medical dental division in bensheim, germany was informed by a doctor that their orthophos panoramic x-ray units rotating gantry fell down towards the floor. Nobody was near the unit therefore there were no injuries. The doctor said that he was getting an error code (e3-09), however he continued to use the x-ray unit without getting service. The x-ray unit got to point where it would not go up nor down and he still continued to use the x-ray unit without getting service until it got to the point where the rotating gantry fell down. The problem was because the units gas spring had lost its pressure to hold the units rotating gantry up. The error code he was getting (e3-09) indicates to replace the gas spring. If the doctor would have followed proper instructions this incident would have never occurred.